Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported right side rupture, capsular contracture, baker grade unknown, lump, "hard, swollen and different in size, painful and prickly feeling." The device remains implanted.

Event description:
Patient reported right side rupture, capsular contracture, baker grade unknown, lump, "hard, swollen and different in size, painful and prickly feeling." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.